Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and revealed a ventricular fibrillation (vf) episode that was treated with appropriate therapy. However, due to the patient's high defibrillation threshold, the therapy that was delivered was inadequate to terminate the vf. After several episodes of therapy being delivered, the vf was terminated by the device. The device was reprogrammed to resolve the event and the patient was stable.